Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly unaffected. The user was called in for a routine check and in situ measurements showed affected channels. No history of trauma or fever is reported.

Manufacturer narrative:
Additional information: according to the currently available information, minor damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient is still doing fine, therefore the device remains implanted and in use.

Event description:
The user's hearing performance with the device is reportedly unaffected. The user was called in for a routine check and in situ measurements showed affected channels. There is no history of trauma or fever reported. Further information received stated that the user is performing well with the device and there has been no deterioration reported of the hearing performance. The user is to be monitored and the decision on how to proceed will be based on user's hearing performance.

Event description:
The user was called in for a routine check in (B)(6) 2018; in situ measurements showed affected channels. At that time, reportedly the hearing performance was not affected. The hearing has been affected since approximately (B)(6) 2018, and there has been a change in hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was called in for a routine check in (B)(6) 2018; in situ measurements showed affected channels. At that time, reportedly the hearing performance was not affected. In the last months (since approximately (B)(6) 2018) there has been a change in hearing performance with the device. A trauma (about one year ago) has been reported, but the hearing is affected since about 5 months. Re-implantation is considered but no date has been scheduled yet. The user has still good auditory perception and the surgeon instructed the recipient to use the device till (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Surgical intervention is considered, but no date has been scheduled yet for it.